Event description:
As reported, during the procedure to implant a 26mm sapien 3 ultra valve in the aortic position, via transfemoral approach, when the commander was inserted in the esheath+ it was noticed that the esheath+ had split; the split occurred while pushing the valve through the esheath+ and was seen on the expandable portion, starting about 1-2 inches into the expandable section and extending to the distal tip. The esheath+ was left in place after they noticed the split on floro and the device was delivered with the commander. The commander was then carefully pulled back into the esheath+ and out of the patient. The dilator was then inserted and the esheath+ removed. The case continued as normal and there was no harm to the patient. Per pre-decontamination results of the returned esheath+, a liner strand measuring 3/4" in length was located approximately 6" from distal tip, an additional strand measuring 1/4" length and 5" from distal tip and one more strand 1/4" in length and approximately 3" from distal tip.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
H2 h6 updated the esheath+ was returned, with 14fr dilator inserted and locked. There was general curvature to sheath shaft. The liner was fully expanded with the tip opened and a tear that was approximately 8.5 in length. There was a liner strand measuring 3/4 in length, located approximately 6 from distal tip, an additional strand 1/4 length and 5 from distal tip, one more strand 1/4 in length and approximately 3 from distal tip. Light scratches were observed along the entire length of sheath shaft. No other abnormalities noted. Dimensional inspection was performed; liner thickness was measured along the liner tear and all measurements met specification. No functional testing was able to be performed due to device return condition. No imagery was provided therefore no imaging evaluation was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed complaints related to the event failure sheath liner torn and failure sheath liner strand. There was no indication that a manufacturing nonconformance would have contributed to the complaints. The returned device meets specification with no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed; IFU for esheath+ introducer set, IFU for commander delivery system, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. A complaint history review was performed with the code failure sheath liner torn and revealed procedural factors valve caught on liner and patient factors: tortuosity as potentially applicable. A complaint history review was performed with the code failure sheath liner strand and revealed procedural factors: valve caught on liner as potentially applicable. A risk assessment was performed on the reported event; this event reports a sheath liner tear and liner strand that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaints for failure sheath liner torn, and failure sheath liner strand were confirmed based on returned device evaluation. However, no manufacturing nonconformances were observed during evaluation of the returned device. Review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, as reported by fcs, during the procedure to implant a 26mm sapien 3 ultra valve in the aortic position, via transfemoral approach, when the commander was inserted in the esheath+ it was noticed that the esheath+ had split. The case continued as normal and there was no harm to the patient. The returned device showed that there were scratches along the sheath shaft. Scratches on the sheath shaft indicates that calcification may have been present in the patient access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Furthermore, it is possible that the challenging pathway the calcification creates during delivery system insertion likely resulted in the valve interacting with the sheath liner. If the valve interacted with the sheath liner, it is possible for it to tear the liner and cause the observed liner strand. As such, available information suggests that patient factors (calcification) and/or procedural factors (valve caught on liner) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed. No corrective and preventative actions (CAPA) nor product risk assessment (pra) re escalation are required.